Event description:
It was reported that customer experienced a blood glucose (bg) level displayed as low; cause was allegedly due to pump not delivering insulin as intended when insulin on board was reset to zero; however, insulin delivery allegation was not confirmed. Customer consumed carbohydrates to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.